Event description:
Report received from abbott international affiliate (abbott-japan) which states "the pressure tubing had become separated at the one-way stopcock." Additional information has been requested, but no further information was available.